Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed within specifications. The initial reactive results were observed with late cycle threshold (CT) values and lower-level amplification, which were within the limit of detection (lod) range. No abnormalities were identified in the raw data. The issue was resolved following decontamination and deep cleaning of the instrument, after which it performed as expected. The root cause was attributed to potential environmental contamination or workflow and handling factors. No product issue was identified. The instrument remains in operation at the customer site, and the customer was advised to adhere to recommended maintenance and cleaning procedures.

Event description:
The initial reporter alleged discrepant hiv results with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The customer reported three plasma samples with initial reactive hiv results, followed by non-reactive results upon repeat testing of the same collection. Specifically, sample (B)(6) was initially reactive, but three repeat tests (B)(6) were non-reactive. Sample (B)(6) was initially reactive, but three repeat tests (B)(6) were non-reactive. Sample (B)(6) was initially reactive, but one repeat test (B)(6) was non-reactive. The initial reactive results showed late cycle threshold (CT) values of 39.23, 38.43, and 39.71, respectively, with lower-level amplification. Serology testing for all samples was negative, and the donors were expected to be negative. The customer centrifuged individual donor testing (idt) samples at 2600g for 10 minutes at 20°c. The blood bags associated with the samples were discarded.